Event description:
The customer reported being unable to acquire 12-lead ECG.

Manufacturer narrative:
The customer reported being unable to acquire 12-lead ECG. The philips field service engineer evaluated the device. The symptom could not be duplicated and the device passed all testing. No related parts were replaced. We are considering this a malfunction. We cannot determine the cause since we could not duplicate the symptom. The customer has not called back regarding this issue for this device.